Manufacturer narrative:
The screw was arthroscopically removed from the right knee, a small piece of the end of the screw remains in the tibial screw hole. This indicates that the screw has been broken on implantation due to overtightening, rather than fallen out due to being too loose. Visible abrasive wear on the femoral component due to the screw floating in the knee, also damage to the poly insert which was arthroscopically shaved down by the surgeon in areas of damage. The explanted screw is currently being processed by the sterilization department and will be returned to medacta international. On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: the insert screw has been broken and got loose after less than 1 year. According to report, it is possible that the screw was broken during primary surgery: the position of the fracture, determined approximately by looking at the supplied pictures, suggests that an in-use fracture is unlikely. Unfortunately, intraoperative images also suggest damage to articular surfaces, so that a substitution of involved components, namely femoral component and tibial insert, should be revised. The cause for fracture could be excessive torque applied but only mechanical investigation has the potential to determine this. Batch review performed on 14 july 2016. (B)(4).

Event description:
The patient presented back to surgeon with knee locking. Scan revealed the tibial poly insert screw was a loose body in the knee. The surgeon booked an arthroscopic removal.

Manufacturer narrative:
On 13 september 2016 the (B)(4) project manager performed a preliminary investigation and commented as follows: the insert screw has been broken and got loose in the joint after less than 1 year. From the pictures supplied, it can be seen that the screw broke at the interference with the tibial baseplate. The piece was broken in 2 parts in correspondence of the beginning of the threaded part. One broken part of the screw remained into the baseplate with no possibility to be removed. This kind of breakage is similar to an event already experienced with the same kind of insert (different size, different lot) in the past, and deeply analyzed in medacta. Further investigations to analyse the nature of the breakage and the contingent presence of internal defects of the pieces had been required at that time. In particular, to reject the possibility that the event was related to the implant, two tests had been performed: failure analysis of the fixing screw of the tibial prosthesis: "the entire fracture surface is characterized by dimples, typical for a ductile fracture occurred for overloading. The failure of the screw is due to overloading happened because of the application of a torsional torque, during tightening. No defects, metallurgical or microstructural anomalies were detected, which could have been considered as stress riser or promoter of crack initiation and propagation. The microstructure of the screw is consistent with the declared alloy (B)(4) the cause of the failure cannot be related to the production process of the component." Tibial insert fixing screw - torsional mechanical test: "the breakage torque is higher than 5nm. The maximum torque applicable to the screw with the standard screwdriver in accordance to the relative surgical technique is lower than the breakage torque. In conclusion, basing on the result of the test performed, we can state that the event is not implant related. The breakage of the screw was most likely due to the excessive tightening torque applied during fixation for a possible improper usage of the screwdriver. Using a screwdriver provided with a torque limitation would prevent to exceed the breaking point. This type of screwdriver is already available on demand. Due to the loosening of the screw in the joint, the articular surfaces of the femoral component and the insert have been probably damaged. For that, a substitution of involved components, namely femoral component and tibial insert, should be revised. On 21 september 2019 it was communicated that the screw has become lost in transit to medacta. Not available.